Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to eos and lead discontinuity. It was reported that the device was not programmed off after observing the high impedance. It was reported that no x-rays were taken. It was reported that the patient fell down after implant which may have caused or contributed to the lead discontinuity. It was reported that the explanting facility discarded the explanted device and they will not be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.